Event description:
The patient reported that her blood glucose went up to "hi" (typically greater than 600 mg/dl) on her blood glucose meter. The patient stated that she thought she gave herself a quick bolus, but is confident she accidentally did not give herself a bolus because she forgot to press the check button on her infusion device. The patient's target blood glucose range is 140 to 150 mg/dl. The patient administered a 5 unit bolus to help bring her blood glucose down. The patient called in on 12/4/06 to report that her blood glucose and infusion device is fine. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.